Event description:
It was reported that during testing conducted at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician duplicated the reported heat and noted corroded driveshaft bearings.